Event description:
Per the clinic, the patient experienced a skin breakdown around the implant side. The device was explanted on (B)(6) 2012. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2012. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2013.